Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion errors' which was unable to be recreated during evaluation. A review of the event history log identified the presence of multiple 'downstream occlusion!' Messages. The cause was determined to be an out of range force sensor. The force sensor requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion. The alarm was constant even after using a new tubing set. The event happened at the transfusion center. There was no patient involvement. No additional information is available.